Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported event . No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.

Event description:
The pt was revised because of loosening with the tibial implant sticking through the anterior cortex.